Event description:
It was reported the femoral impactor broke during impaction. No patient harm or impact was reported.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h11. Visual evaluation of the returned impactor exhibited signs of repeated use and was confirmed to be fractured into two (2) pieces. Fracture surface artifacts in the form of hackle marks and river lines were consistent with overload failure. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.